Event description:
The dentist reported the abutment screw fractured. The fragments were removed and discarded.

Manufacturer narrative:
The investigator was unable to confirm the reported event as the product was not returned. The customer reported product was discarded and no lot number was provided; therefore, the device history record and product complaint history reviews could not be completed. No definitive root cause could be determined. Discarded.